Event description:
When the technician opened the packaging of the angiosculpt, it appeared that the tip of the catheter was detached. Upon follow-up, the customer confirmed that the catheter was not used in a pt.

Manufacturer narrative:
The distal tip detachment occurred and was detached prior to use in pt and the catheter was not used in a pt. Thus, there was no pt involvement. Eval summary: visual examination of returned catheter found that the distal tip of the catheter was detached. The detached distal tip was returned. The area around the location of the detachment appeared stretched. There was presence of blood inside the distal tip.